Event description:
It was reported that during a left heart catheterization procedure, a balloon rupture occurred. The physician was treating a 70% stenosed lesion located in the non-tortuous and severely calcified proximal left anterior descending (lad) artery. This 2.50x8mm apex balloon catheter was used for pre-dilation. The balloon ruptured on the first inflation at 12 atms. The device was removed from the pt intact. The procedure was completed with the use of another balloon for pre-dilation and the implantation of a promus stent. There were no reported pt complications or symptoms as a result of the balloon rupture. The pt status is listed as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).